Event description:
A company representative, on behalf of the customer, reported a loud ding from the hf unit "esg-400" during a therapeutic transurethral resection of a bladder tumor. The doctor was using a bipolar loop and the esg-400. When the doctor heard the loud noise from hf unit "esg-400" there was a glitch and the doctor perforated the bladder. The patient was transferred to another room for a cystogram. The initial case was aborted and the equipment was quarantined. This medwatch requires two reports. The related patient identifiers are as follows: (B)(6): hf unit "esg-400". (B)(6): hf-resection electrode "plasmaloop", loop, large, 24 fr., 12°-30°, esg turis. This medwatch represents (B)(6).